Event description:
Surecan port needles leak while infusing IV fluids. When using the ports built in luer-lock one way valve. No harm to patients. This has also happened while infusing chemotherapy and it can possibly cause a break in sterility of our ports which can serve as a medium for infection.